Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced an infection. It was reported that the event was not related to the sutures. The event was related to the facility where the patient was being treated for dialysis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.